Event description:
The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Submerged the endoscope in cleaning fluid- noted ¿no¿. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿unknown¿. Flush the air/water nozzle with water and air is ¿yes¿. It is ¿unknown¿ if sent detergent to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] - 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of air/water flow issue was confirmed. Device evaluation found clogging of the nozzle, air supply volume did not meet the standard value, nozzle had foreign objects, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up and down (u/d) knob was out of the standard value due to wear of angle wire, an abnormal sound was made due to damage on u/d knob, adhesive on bending section cover (a-rubber) had a crack, water supply volume did not meet the standard value due to clogging of nozzle, water removal ability did not meet the standard value due to clogging of nozzle, u/d knob had a scratch, forceps elevator (fe) knob had a scratch, fe lever had a scratch, switch 2 had a scratch, and the switch box had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the colonovideoscope had air/water flow issue from air/water system. The device was inspected before use. The procedure was completed despite a delay in the procedure. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.